Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600s mg/dl. The customer had symptoms such as difficult breathing and nausea and treated with healthcare professional instruction and it brought them down but then is started rising again. Customer's blood glucose value was 379 mg/dl at the time of the incident. Customer's current blood glucose value was 365 mg/dl. Troubleshooting was performed. Customer reported pump said no delivery. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis